Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pace impedance measurements. The pacemaker was explanted due to normal battery depletion and the rv lead was capped. The right atrial (ra) lead was also capped for an unknown product performance issue. A new system was successfully implanted. No additional adverse patient effects were reported.